Event description:
It was reported that the hose set was not recognized by the device when connected. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1. Initial reporter phone#: +(B)(6). Investigation summary: the affected device was returned for evaluation and was received in good physical condition. The device was unpacked, the tank filled with water, and a disposable was attached. It was noticed that the device did not detect the disposable each time it was connected. The patient's indicated failure was confirmed, and the root cause was found to be a defective microswitch. As a result, a new microswitch and o-rings were installed, and the device was fully functional after repair. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.